Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The sample has been received and the investigation is on going at our service department in (B)(4). A follow up report will be provided when the inspection results become available. (B)(4).

Manufacturer narrative:
(B)(4). Result of examination: the history files were read and analyzed. The operating alarm "syringe holder" was found logged one time. Thereupon the sample was subjected to a visual and functional examination. Within the performed long term test the reported alarm did not occur. The sample was dismounted and the inside was investigated. No damages inside the perfusor space were found. The reported malfunction was not comprehensible within our test. "Syringe holder" is an operating alarm. According to instruction for use it is described as following: operating alarms lead to an interruption of the infusion. An audible tone sounds, the red led flashes and a staff call is activated. For patient safety in the instruction for use is written: in case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump.

Event description:
As reported by the user facility (translation of user facility): error message: the device interrupted an ongoing therapy. The blood pressure dropped down.